Event description:
It was reported that the customer had high blood glucose levels of 179 mg/dl. The customer reported receiving a motor error alarm from the insulin pump during prime. The customer also reported a couple of cracks near the corner of the screen of the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).